Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A longevity calculation confirms that the device passes longevity and is depleting normally. The device passed all testing and was archived at boston scientific.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and replaced due to suspected premature battery depletion (pbd). Before the replacment procedure it was noted that the device reached elective replacement indicator (eri) and sensing decreased with less than 1-2 years remaining. After reaching eri the physcian elected to also replace the right ventricular (rv) lead which had a history of noise. The device and lead will be returned for anlaysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.